Manufacturer narrative:
The customer had a biomedical engineer in house that repaired the instrument. The biomedical engineer was able to replace the tubing at pinch valve 12b (pv12b) to resolve the leak. Upon recur, the failure mode identified could potentially cause erroneous wbc and hgb results. (B)(4). Customer resolved the issue.

Event description:
A customer reported a leak of blue fluid from the lh780 instrument. The volume was reported as unknown and the leak was not contained. The customer reported the leak was from the tubing at pinch valve 12b. There was no biohazard exposure to open wounds or mucous membranes. In addition, no patient results were affected.